Event description:
It was reported that a physician was attempting to implant an 8mm diameter x 60mm length assurant cobalt peripheral stent system to treat a lesion in a patient. It was reported that the assurant cobalt stent would not advance into the sheath and slipped off the balloon while it was being used in a procedure. The stent was removed from the patient and three (3) other stents were used and implanted successfully. No patient injury occurred and no clinical sequelae were reported device evaluation: the stent had moved distally along the balloon with the distal and middle segments off the balloon. The stent was stretched and pinched in the middle. The proximal and distal segments were relatively intact. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Results: root cause of issue is unknown, given the damage on returned device coupled with the manufacturing controls, event is most likely procedural related. Conclusion: root cause of issue is unknown, given the damage on returned device coupled with the manufacturing controls, event is most likely procedural related. (B)(4).